Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the o-ring came off the reservoir compartment. The customer stated that the blood glucose reached 400 mg/dl at the time of call. The customer stated that the blood glucose went high due to infection. The customer stated that the blood glucose was coming down at the time of call. The customer mentioned that they were hospitalized due to non-diabetes related. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, prime test, excessive no delivery test, self-test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with reservoir tube lip completely broken off, cracked battery tube thread, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.